Manufacturer narrative:
(B)(4). The investigation of the device is not yet completed.

Event description:
The customer reported that due to a error message, the patient was removed from the ventilator. The ventilator did not stop ventilating the patient. There was no harm to the patient.